Manufacturer narrative:
Product analysis :visual and optical inspection confirms the tip is not broken. The tip has been twisted, with approximately ~3mm of the tip plastically deformed. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of evaluation cannot be determined.

Event description:
It was reported that the patient underwent a revision surgery for removal of instrumentation from previous fusion. During the surgery, the driver tip broke trying to remove the set screws. The products came in contact with the patient. No fragment of the broken instruments remained inside the patient. No patient complications were reported due to this event.